Event description:
It was reported the patient has a malignant tumor and was undergoing chemotherapy via a PICC line. A PICC line was placed in the left upper limb on (B)(6) 2026; the placement procedure was uneventful, and the catheter functioned well. On (B)(6) 2026, a thrombus developed in the left subclavian vein, rendering the PICC catheter inoperable. The patient was treated with nafiloxan calcium injection and rivaroxaban tablets. By (B)(6) 2026, the thrombus had resolved, and the PICC catheter was functioning normally.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.